Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: pacemaker auto-interference by thoracic impedance measurement for the rate response function. Pace 2005; 28:1360¿1362. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs). The article reports two patients experienced atrial oversensing. It was noted that the rate response algorithm of the pacemaker contributed to the atrial oversensing observed at high rates. The ipgs were reprogrammed in order to avoid pacemaker auto-interference caused by thoracic impedance measurements. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.